Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon had extreme difficulty opening the handle of the instrument. The nurse opened an additional device and the same problem presented. The nurse opened a third device from a different lot and there was no further issue. The seals appeared unaffected. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The jaws opened and closed properly when the latch was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.